Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7th november 2023, it was reported by a sales rep via email that an ar-1588rtt, acl fibertag® tightrope® implant swag needle was pulled off the fibertag suture from the packaging. This was detected on 2nd november 2023 during use in a quads acl procedure. The procedure was completed successfully by opening another tightrope rtt and the quads acl graft was completed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is an internal manufacturing issue.